Manufacturer narrative:
E1 - address: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: plug unit was not good. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: plug unit was not good and caused the screen to become noised. The most probable cause of the complaint was known inherent risk of device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope had a noisy image during service or maintenance. There were no reports of patient involvement.